Manufacturer narrative:
The product investigation was completed. Device investigation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection, microscopic and force examination of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface. A force test was performed on the catheter and it was found within specifications. No force malfunction was observed. A manufacturing record evaluation was performed for the finished device 30479287l number, and no internal action related to the complaint was found during the review. To minimize force issues, the following guidelines should be followed. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. The customer complaint regarding force issue could be related to the blood inside the pebax area. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material inside. During the procedure, the physician experienced an issue with correcting the contact force to zero. Despite multiple attempts at zero-ing, a zero value would never display. The catheter was changed and the problem resolved. No patient consequences or procedural delays were reported. The force issue is not MDR-reportable. The hole on the pebax is MDR-reportable.